Event description:
Caller states on 2 occasions she was unable to obtain a result on the aviva system due to an error on the device while customer was having low blood symptoms. Caller treated customer with skittles; 20 minutes later customer ate his lunch and low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.

Event description:
A customer reported a loss of telemetry monitoring due to two ats (apex pro telemetry servers) shutting down. This is the second of two reports. No adverse events were reported. The customer found that the entire floor as well as the ats closet were "extremely hot." The customer stated that it did not appear that the air conditioning was operating.